Manufacturer narrative:
Complaint no: (B)(4). The device was received for sample evaluation. A visual inspection revealed a cut in the tubing. Further microscopic inspection showed no noticeable tool marks on the tubing. The reported condition was verified. The cause of the reported condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink secondary medication set leaked. The event was further specified that when the nurse hung the secondary medication (vancomycin), fluid started to leak from the tubing which appeared to be ¿broken.¿ there was no patient injury or medical intervention associated with this event. No additional information is available.